Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure while removing synergy stem the threaded tip of the stem impactor rod broke off. All pieces were removed without incident. The procedure was completed without delay with an smith & nephew backup device.

Manufacturer narrative:
Investigation results: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the threaded tip of the stem impactor rod broke off during use. Per email correspondence, all pieces were removed and the procedure was completed without patient injury or delay, using a backup device. Since no patient harm is alleged, no further medical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.